Event description:
The hcp (healthcare professional) was aspirating the drug from the reservoir for a refill and everything seemed normal. The fluid she got back was clear until she started getting bubbles indicating the reservoir was near empty. At that point, the fluid turned bright red and it looked like blood was going into the tubing; approximately 0.4-0.6 ml of the red fluid went into the tubing. The hcp had not moved the needle and she got the expected amount of fluid out of the pump. She then flushed the pump with approximately 20 ml of saline and the fluid coming out of the pump looked clear. After that, she refilled the pump without incident. She explained everything to the patient. The patient came back about 10 minutes later thinking she might be lightheaded. At that time, her blood pressure was about 160/90 and her pulse was 61. The patient left a short time later, but felt lightheaded again, so she went to the ER (emergency room) where she was observed for approximately 3 hours. The hcp called the patient later and the patient said that she thought her symptoms were likely because of anxiety caused by the refill and now she felt ¿perfectly fine¿. The device system was delivering clonidine, bupivacaine, and dilaudid.

Event description:
The pump was being replaced on (B)(6) 2015 for normal battery eol (end of life) longevity. They were planning to return the pump for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).